Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01181. It was reported the patient experienced headache following a trial lead procedure. The patient reported the headache was not present when she lies on her back. The physician reports possible cerebrospinal fluid (csf) leak and instructed the patient to lay supine and drink caffeine. The physician was also to prescribe medication for the patient. Follow-up information revealed the patient went to the ER wherein the trial leads were removed (exact date unknown). No other further information is known at this time.